Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect&#59398;filter (lot # e3191793) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was = 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 16.1 degrees. Retrieval hook of tilted ivc filter is in orifice of right renal vein. On (B)(6) 2014, pre-retrieval CT, (77 days post-procedure): site: grade 2 filter leg interaction with ivc wall. Patient outcome: the patient has exited the clinical study and no other device related adverse events were reported.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3191793) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was = 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 16.1 degrees. Retrieval hook of tilted ivc filter is in orifice of right renal vein. On (B)(6) 2014, pre-retrieval CT, (77 days post-procedure): site: grade 2 filter leg interaction with ivc wall. X-ray revealed filter tilt = 16 degrees. Analysis: revealed 24.9 degrees filter tilt in ap view and 4.3 degrees filter tilt in lat view. Patient outcome: the patient has exited the clinical study and no other device related adverse events were reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: prior to spinal surgery the filter was deployed in an infrarenal location with significant rightward tilt initially measuring up to 23°. The more acute angulation of the right common iliac vein with the ivc, due to the dextroconvex curvature of the ivc, likely played a role in the significant tilt upon deployment. The 2½ month after filter placement several of the primary filter legs demonstrated grade 3 interaction with the duodenum and the aorta. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3191793) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was = 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 16.1 degrees. Retrieval hook of tilted ivc filter is in orifice of right renal vein. On (B)(6) 2014, pre-retrieval CT, (77 days post-procedure): site: grade 2 filter leg interaction with ivc wall. X-ray revealed filter tilt = 16 degrees analysis: revealed 24.9 degrees filter tilt in ap view and 4.3 degrees filter tilt in lat view. Patient outcome: the patient has exited the clinical study and no other device related adverse events were reported.